Manufacturer narrative:
H6: investigation summary no photos or samples were received. Based on the information provided, the DHR review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids for the same part number throughout the last twelve months. According with this investigation there is not enough information provided from customer such as lot number or pictures of the original packaging in order to determine the root cause of this issue.

Event description:
It was reported while using bd¿ extra large sharp collector, red, 9 gal the lid was missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a missing lid of sharps collector.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ extra large sharp collector, red, 9 gal the lid was missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a missing lid of sharps collector.